Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. One hour after the procedure, the patient experienced rapid atrial fibrillation. Transesophageal echocardiogram (tee) was performed, no pericardial effusion was present, and the closure device remained in place. The anesthesiologist administered esmolol and the patient experienced cardiac arrest and died. The cause of death was suspected to be due to an inappropriate amount of esmolol administered.